Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. There was a cut on the cable. As per the instructions for use (IFU) manual "warning ¿ before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, a tear in the outer layer of the camera head cable was found at reprocessing. There was no patient impact or involvement.